Manufacturer narrative:
(B)(4).

Event description:
Hospital user facility contacted dexcom technical support on (B)(6) 2014 to report a poor connection between the receiver and transmitter trial patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.